Manufacturer narrative:
Testing of the device was conducted at the user facility by the field service engineer on (B)(4) 2010. The device passed testing by delivering a dose when the patient pendant was pressed. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver a dose when the patient pendant was pressed. The device was returned to the biomedical engineering department with an unsigned note that stated, "patient pendant not working." No tracking info was provided; therefore, specific patient info, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.